Manufacturer narrative:
The lead was returned in fragments. Only about 15.5 cm of the proximal part of the lead was available for analysis. The distal fragment including the rv shock coil and the tip were not available for analysis. The returned fragment was extensively analyzed. Apart from the existing cut of the lead no damage has been found. The measurement of dc resistances of the electrical leads also proved unremarkable. Evidence of material or manufacturing defects was not available.

Event description:
Ous MDR - after an implantation time of about 73 months, impedance values >3000 ohm were reported. During the revision, the lead was capped; a part remained inside the patient, and a fragment was returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
Corrected the analysis for a mistake in translation. The lead was returned in fragments. Only about 15.5 cm of the proximal part of the lead was available for analysis. The distal fragment including the rv shock coil and the tip were not available for analysis. The returned fragment was extensively analyzed. Apart from the existing cut of the lead no damage has been found. The measurement of dc resistances of the electrical conductors also proved unremarkable. Evidence of material or manufacturing defects was not available.